Event description:
It was reported that patient had a low blood glucose event, blood glucose levels suddenly dropped and had to eat to stabilize on 01 jun 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.